Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. Subsequently, this lead was explanted and was replaced with a competitor lead. No additional adverse patient effects were reported. This lead was out of service.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage was due to tensile forces applied during the surgery. Further inspection demonstrated deformations of the outer coil which occurred most likely during the explantation procedure. With regard to the dislodgement mentioned in the complaint description, the analysis of the lead did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem.